Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and blood glucose levels of over 480 mg/dl. The customer also had ketones. The customer stated that she changed the infusion set the night prior to the hospitalization, but her blood glucose levels remained over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. The customer did not have another infusion set with her to try the test again. Found that the customer's weight has been fluctuating and the customer has experienced bent cannulas. Advised the customer to try different infusion sets suitable for her body type. The doctor requested that the insulin pump be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.